Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
The intraocular lens was not implanted and therefore not explanted. (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after a perfect preparation of the preloaded pcb00 +20.5 diopter intraocular lens (iol), at the first screw of the plunger the surgeon noticed that the lens did not move very easily. Instead of replacing the lens, the doctor decided to continue, but the plunger did no longer move and the lens was halfway in the eye. Reportedly, the incision had to be enlarged and the lens removed from the eye without causing any further damage. The wound had to be stitched after another lens was implanted successfully. It was also noted that there was a 15-minute delay in the procedure, but no medications were required. The patient outcome was reported to be good. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/08/2019. Device returned to manufacturer: yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in a fully advanced position and locked. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection under the microscope showed lubricant material residue in the device. The intraocular lens (iol) was not received. Due to the condition of the returned sample it was not possible to determine that the reported issues were related to the manufacturing process. The customer's reported complaint could not be verified and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaint was received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.